Manufacturer narrative:
Additional information: device mfg date has been updated based on the returned product download. Visual inspection was performed on the returned sensor patch, the sensor plug was not seated properly. No other issues were observed. It has been determined there was no product malfunction. The complaint is not confirmed.

Event description:
Customer¿s mother reported that on an unspecified date customer received higher readings from his adc freestyle libre sensor compared to readings received on the built-in meter and provided the following comparisons, after seven days of wear: sensor: 27.2 mmol/l (490 mg/dl) vs meter: 2.2 mmol/l (40 mg/dl), 27.2 mmol/l (490 mg/dl) vs meter: 2.2 mmol/l (40 mg/dl) and 27.2 mmol/l (490 mg/dl) vs meter: 2.2 mmol/l (40 mg/dl). Customer was treated with glucogel and the sensor was removed. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported that on an unspecified date customer received higher readings from his adc freestyle libre sensor compared to readings received on the built-in meter and provided the following comparisons, after seven days of wear: sensor: 27.2 mmol/l (490 mg/dl) vs meter: 2.2 mmol/l (40 mg/dl), 27.2 mmol/l (490 mg/dl) vs meter: 2.2 mmol/l (40 mg/dl) and 27.2 mmol/l (490 mg/dl) vs meter: 2.2 mmol/l (40 mg/dl). Customer was treated with glucogel and the sensor was removed. No additional treatment was required. There was no report of death or permanent injury associated with this event.